Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on may 7, 2024.

Event description:
Per the clinic, open and short circuits were noted resulting to a decreased in performance. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on november 02, 2023.